Manufacturer narrative:
The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Unfortunately, we did not receive the sample for examination in our product evaluation laboratory. Without return of the product, we are unable to perform a complete investigation into the root cause of the reported event. At this time, we cannot confirm the reported issue.

Event description:
It was reported there was a colorectal surgery being performed on a (B)(6), otherwise healthy person. On one arm there was an nibp, on the opposite hand there was the clearsight cuff. The blood pressure reading via the nibp was 115/60 ¿ 70. On the clearsight cuff the reading was 70/50. The correct size finger cuff was used. The clinician exchanged the clearsight cuff for another one and the reading was the same. The clinician also exchanged out two monitors, and the readings were the same. Due to positioning and access to the patient¿s hands they did not change out for a third monitor. They also did not put the nibp cuff and the clearsight cuff on the same arm to see what the readings would have been. The discrepancy occurred throughout the surgery. The patient was stable through the peri-operative period. The patient was not treated based on the incorrect values. No harm or injury to the patient was reported.